Event description:
Event description guidant received information that, at a routine device follow-up appointment, this cardiac resynchronization therapy defibrillator (crt-d) was noted to be functioning appropriately. It was reported that, due to the patient experiencing atrial fibrillation (af), the physician elected to perform an internal cardioversion the next day. It was noted that the first 14j shock did not terminate the patient's af and that a second attempt was made with 31j. It was reported that after this shock, a loss of communication with the device occurred. Attempts to reboot the programmer or use of a different programmer were unsuccessful.